Manufacturer narrative:
Date sent to the FDA: (B)(6) 2013. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress incontinence. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and neuromuscular problems.(B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with cystocele repair and a cystoscopy. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/17/2016. Additional information: age at time of event, date of birth.